Manufacturer narrative:
On december 23, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, a tear was observed at a junction of the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received confirmation that the device received on (B)(6) 2020, and additional photos received on (B)(6) 2020, is the correct device. Hence, the following field have been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate profile" - field d4 for catalog number has been updated to "3501640" - field d4 for lot number has been updated to "5707602" a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number was not visible on the returned device. Manufacturer¿s reference number: (B)(4),

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent revision breast augmentation with a 325cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3502325; serial number (B)(4) on the right side and catalog number 3502325; serial number (B)(4) on the left side on (B)(6) 2020.